Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type catheter, product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that there was an infection and the patient¿s pump and catheter were explanted on (B)(4)-2014. The action required as a result of the event included hospitalization. It was unknown if any diagnostics or troubleshooting were performed. The patient was being treated with IV antibiotics post explant due to infection. The patient status at the time of event was alive ¿ with injury. The patient¿s symptoms were unknown at the time of report. The patient was discharged from the hospital on oral baclofen 20 mg qid and tolerating with no symptoms of withdrawal. The pump was used to infuse lioresal. Additional information received reported that the patient did not have meningitis. Perioperative antibiotics were administered. The patient¿s last refill date was provided as (B)(4)-2014. It was unknown if a culture was obtained. No drug withdrawal occurred at the time of report. Additional information has been requested, but it was not available as of the date of this report.